Event description:
It was reported that this right ventricular (rv) lead had a pace impedance spike in october and in december there was an alert for a high out of range pace impedance. Isometrics were performed, and the impedances were not recreated. No noise has been seen and the minute ventilation feature was not on. The device was reprogrammed to the unipolar pace and bipolar sense configuration and the patient will be monitored. No adverse patient effects were reported. The product remains in service. If additional information is received, this report will be updated.

Manufacturer narrative:
The evaluation conclusion code was updated.

Event description:
It was reported that this right ventricular (rv) lead had a pace impedance spike in october and in december there was an alert for a high out of range pace impedance. Isometrics were performed, and the impedances were not recreated. No noise has been seen and the minute ventilation feature was not on. The device was reprogrammed to the unipolar pace and bipolar sense configuration and the patient will be monitored. No adverse patient effects were reported. The product remains in service. If additional information is received, this report will be updated.